Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The unit was powered on with a known good ac adapter, a known good circuit, and a known good lung connected. The unit powered and boot up with no issues and passed 137.3 hours of extended bench testing. During initial testing, the unit alarmed "safety valve high pressure relief". Bench testing revealed that the alarm conditions were due to a dirty blower inlet filter and a dirty flow sensor filter. Carefusion replaced the blower inlet filter and the flow sensor filter to resolve the reported issue.

Event description:
It was reported to carefusion that the ventilator was alarming "safety valve high pressure relief". There was no patient impact associated with this reported issue.